Event description:
It was reported that the 6600 system beeped and gave an error message on boot. System rebooted and functioned as intended. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.